Event description:
It was reported that, "handle was found during the course of the cadaver lab with the retaining ring loose. The handle has been sterilized."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.